Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty transducer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was no output due to faulty transducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while setting up the room for the procedure, the subject device was not recognized at all. There were no reports of patient involvement.